Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after testing the balloon, the technician was informed about resistance of the catheter to inflate.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection test. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Non-inflation could be due to various reasons. However, in the absence of the actual sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.

Event description:
It was reported that after testing the balloon, the technician was informed about resistance of the catheter to inflate.